Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent pipeline embolization treatment. The patient's anatomy was normal in tortuosity. During the procedure, it was reported the pipeline (4mm x 16mm) broke inside the patient. All the broken segments and pipeline were removed from the patient via a snare device. A new pipeline was implanted successfully to complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).